Event description:
The customer returned the product for the cassette not being locked when the cassette was locked in place, and during functional testing it was found that the latch lock flex sensor was not working. After investigation the results indicated a reportable malfunction due to the latch lock sensor not working. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings determined the latch lock sensor was faulty. Review of the event history log was found to have multiple instances of a "cassette partially attached" alarm. Functional testing revealed the latch lock flex sensor was not working. After investigation the results indicated a reportable malfunction due to the latch lock flex sensor not working. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The latch lock flex sensor was replaced to address this issue.